Event description:
It was reported the 511s was used during a laparoscopic nissen fundoplication. Two devices leaked. Two new 511s were opened to complete the case. There was no consequence to the patient.